Event description:
This spontaneous report was received on (B)(4)-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, many years ago, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, within last few months to a year, the consumer noticed that two of the containers had broken. The top came off and one of the two ends holding the floss cracked for both the containers. In both the cases, the consumer was unable to pull out and cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, many years ago, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route-dental, lot number, frequency and expiration date unspecified). After an unspecified duration, within last few months to a year, the consumer noticed that two of the containers had broken. The top came off and one of the two ends holding the floss cracked for both the containers. In both the cases, the consumer was unable to pull out and cut the floss. This report had no adverse event and the action taken with the device was unknown. This report was considered as reportable malfunction case. Additional information received on (B)(4) 2012. The demography of the consumer was reported as male (previously reported unspecified). The lot number of the device was updated to 1400d. This report remained reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.